Event description:
It was reported that during the implant procedure the lead was placed into the right ventricle (rv) along with the guidewire. Once extracted, it was not possible to insert the guidewire for the second time. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the proximal conductor was found to be distorted. It was also noted that there was blood/body fluid on all conductors (not obstructed), all insulators breached cut, and the lead appeared to have been damaged at implant.